Event description:
Medical staff reported the right side removal of an allergan expander for replacement with a non allergan implant. Five years after the removal of the allergan expander the patient was diagnosed with bia-alcl. Tissue expander was implanted for 8 months, beyond the 6 month allowable limit. Patient diagnosed with alcl. Pathological markers were provided as alk- and cd30+.

Manufacturer narrative:
The event of lymphoma- alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be performed. No additional information is available at this time. The reason for reoperation: replacement with permanent device. Healthcare facility contact: (B)(6).